Manufacturer narrative:
Manufacturer's report date: april 16, 2014. (B)(4). This report was filed by the manufacturer. The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
Customer reported "leaking from pinhole at upper fitment area during infusion." There was no report of patient or staff harm and medical intervention was not required. No further patient/event information is available.